Manufacturer narrative:
UDI: (B)(4). The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted

Event description:
It was reported that a low priority alarm 30166 occurred on an amia automated pd cycler set during peritoneal dialysis therapy. The patient was connected at the time of the alarm. The patient indicated they had already ended therapy and were starting over with new supplies. The patient indicated the same alarm repeated. The technical service representative advised the patient to let the peritoneal dialysis registered nurse know as there could be potential damage with the catheter. There was no report of patient injury or medical intervention associated with this event. No additional information is available.